Manufacturer narrative:
Event description: changed due to information received via gfe.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). It was explained that this patient went to another clinic for sensation treatment. The patient had 10-15 needle holes in his device and the device was devoid of any fluid at the time of this surgery. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. It was noted the patient is recovering at this time. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). It was explained that this patient went to another clinic for sensation treatment. The patient had 10-15 needle holes in his device and the device was devoid of any fluid at the time of this surgery. The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. It was noted the patient is recovering at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device consisting of a 15cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.